Event description:
It was reported that the patient¿s blood glucose levels reached 14.2 mmol/l (255.6 mg/dl) on (B)(6) 2026. The patient administered a correction bolus of 5 units as treatment, two hours later the patient thought that their blood glucose levels were still high and therefore administered two more boluses over the next 2 hours. Whilst reporting, it was found that the patient had been confused and they didn't continue to have high blood glucose levels. The pod had only administered the first bolus; it is thought that the pdm¿s insulin on board calculator prevented the additional boluses being administered. However, the patient thought their blood glucose kept rising and therefore they administered insulin again but this time through a manual injection. This caused the patient¿s blood glucose levels to drop, and the patient began experiencing hypoglycemia. The patient was hospitalized due to the hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 1.4 mmol/l (25.2 mg/dl) while wearing the pod an unspecified duration. Symptoms and treatment were not reported. The patient was still hospitalized and using the same pod at the time of this event. The pod in this event worked as intended, user error caused the patient¿s hypoglycemia.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.